Manufacturer narrative:
Please note update to the UDI# in section d4. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Please note that this is one of four devices associated with the reported events and the associated numbers are 3004939290-2019-01485, 3004939290-2019-01486 and 3004939290-2019-01487.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt. Please note that this is one of four devices associated with the reported events and the associated numbers are 3004939290-2019-01485, 3004939290-2019-01486 and 3004939290-2019-01487.

Manufacturer narrative:
When trying to inflate the balloon in a 6-7f mynxgrip device, the balloons looked oval instead of round. They could not fully inflate because the balloons appeared to be punctured. There was no reported patient injury. This happened with 4 devices. Two products were returned for analysis. (B)(4): a non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the device showed that the shuttle was engaged to the black handle with the stopcock open, the advancer tube was found inside the outer cartridge tubing, and the sealant was observed to have been deployed on the catheter shaft. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 5 mm from the balloon proximal neck was revealed. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A product history record (phr) review of lot f1916801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the two returned devices. The reported ¿balloon loss of pressure¿ could not be confirmed in the other two devices, as they were not returned for analysis. The exact cause of the balloon loss of pressure could not be determined during analysis. Vessel characteristics, although unknown, may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. According to the instructions for use, which is not intended to mitigate risk, ¿the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure¿. Neither the phr review nor the product analysis suggests that the reported event could be a failure or defect related the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. Please note that this is one of four devices associated with the reported event and the elated reports numbers are 3004939290-2019-01485, 3004939290-2019-01486 and 3004939290-2019-01488.

Manufacturer narrative:
This device is available for evaluation but has not been received so far. Additional information is pending and will be submitted within 30 days upon receipt. Please note that this is one of four devices associated with the reported event but the related reports numbers are not yet available.

Event description:
When trying to inflate the balloon in a 6-7f mynx grip device, the balloons looked oval instead of round. They could not fully inflate because the balloons appeared to be punctured. This happened with 4 devices. There was no patient injury and the devices will not be returned for analysis.